Manufacturer narrative:
(B)(4): the device was not returned for evaluation. Method ¿ no testing methods performed.

Event description:
It was reported that the ¿nim froze, no sounds even though customer said he stimulated the nerve. Electrode placement: check, changed probe, elektrodes.¿ there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.